Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that secondary medication back flowed from the secondary medication set, through the continu-flow solution set, and into the primary solution bag. This occurred during setup and the medication being delivered was unspecified chemotherapy. There was no patient injury or medical intervention associated with this event. No additional information is available.